Event description:
It was reported that the pulse generator exhibited noise which caused inappropriate mode switch episodes. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.